Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet

Event description:
It was reported that the balloon was found to be melted. No water was found in the balloon when the facility attempted to replace water because of the melted balloon.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged balloon is confirmed, use related. The sample returned was one 24 fr trifunnel. Heavy staining and residue were found on the distal portion and balloon area of the trifunnel. The balloon has ruptured throughout the circumference and has bunched toward the distal and proximal anchor points of the balloon. The balloon material has a rippled appearance, with material necking and permanent deformation clearly visible throughout the break surface. As the permanent deformation and necking is consistent with balloon burst due to overfilling, the complaint is confirmed, use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the balloon was found to be melted. No water was found in the balloon when the facility attempted to replace water because of the melted balloon.